Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed intermittent loss of dexcom g6 sensor connectivity while glucose readings continued to display in the dexcom app, and repeated attempts to start the sensor on the ilet after reentering the sensor code and transmitter serial number and after an ilet restart did not resolve the issue. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included transition to backup therapy and shipment of a replacement ilet. Investigation included remote troubleshooting and verification that the dexcom app was receiving sensor data while the ilet continued to prompt to start the sensor. Investigation of this case revealed a communication or pairing malfunction between the ilet and the dexcom g6 despite a functioning sensor, consistent with a device performance issue localized to the ilet interface with the cgm. It was concluded, based on previously established findings for similar reports, that the cause was an ilet device malfunction related to cgm connectivity.